Manufacturer narrative:
Investigation results: the visual inspection showed that the cold jaw coating was intact with no cracks or torn pieces. There was some slight discoloration of the cold jaw boot that is typical of a used device. Based upon these findings, the reported failure was not confirmed. A secondary observation showed that the tri-heater assembly was lifted. A lot history record review was completed for the product. There was no non-conformance which could have attributed to this failure mode. (B)(4).

Event description:
(B)(4). On 10/9/2009, maquet quality technician notified qa that they had received 5 hemopro tissue welders for cs95369 when the complaint originally only identified 4 units. The maquet territory manager was able to contact this customer on 10/14/2009 and stated that cs95369 was really for 5 units with all the exact same problem. Qa created this complaint in order to accept the 5th unit. The complaint was: the hospital reported that during an endoscopic vein harvesting procedure that occurred over the past month, staff observed that the hemopro silicone jaw boot appeared deformed and had pieces missing. It was discovered out of box. It was as if the silicone boot was never on the jaw wires. No pieces fell off into the pt. Replacement unit was used to complete the procedure. The hospital did not report any pt complications.